Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. The battery diagnostic data indicates the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. This product remains in-service.